Event description:
It was reported that during a ptca/stent procedure after the vessel was pre-dilated, the stent delivery system (sds) was positioned and the stent was deployed at 12 atmospheres. Upon removal of the sds, resistance was encountered and the sds would not move. The balloon was inflated again and another attempt was made to remove the sds by pulling "slightly harder" than usual. The pt started to develop severe angina. A perforation mid-stent with visible bleeding towards the outside of the artery was observed. A long spiral dissection was noted from the distal part of the stent to the distal part of the vessel.